Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Review of transmissions revealed that the right ventricular lead exhibited low impedance indicating a possible short. During an in-clinic follow-up, interrogation revealed that the lead also exhibited intermittent loss of capture and undersensing. Programming changes were made. The patient was asymptomatic and discharged.